Event description:
A customer contacted beckman coulter inc. (Bci) regarding a glucose cartridge (glu) result of 29 mg/dl generated by the synchron lxi 725 clinical system. The repeat result was 164 mg/dl and upon rerun on a different instrument, the result was 167 mg/dl which was reported outside of the laboratory. There was no affect to patient treatment with regard to this event.

Manufacturer narrative:
Per customer, qc has been acceptable. Data was requested but not provided. No additional information is available for this event.